Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient blood glucose (bg) were in the 300's the past few days. The reporter stated they have changed the site, sets and cartridges daily and no issues were noted with them. The reporter stated that the patient's last bg was 346mg/dl with large ketones, paleness, moderate nausea, purple under the eyes and feels awful. This report is being made due to the patient's alleged hypoglycemic event due to an alleged history settings issue. The patient is given injections per healthcare professional but pump is connected. The hcp instructed the reporter to contact animas regarding the pump. The total daily dose totals were incorrect. This report is being made due to the alleged hyperglycemic event that the patient experienced due to allegation of a history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the black box and alarm history shows only typical usage alarms and warnings. On (B)(6) 2013 15:20 a ¿replace cartridge¿ alarm was recorded; the alarm was confirmed and deliveries resumed at 16:43. On (B)(6) 2013 12:34 a ¿loss of prime¿ was recorded due to a cartridge change. The pump was then suspended at 13:16, and deliveries resumed at 14:40 on (B)(6) 2013. The last basal delivery was on (B)(6) 2013 and the last programmed bolus was on (B)(6) 2013. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. There were no discrepancies found in the history and no hypersensitive keys were observed on the keypad. The complaint could not be confirmed or duplicated.